Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). Additional information was requested and the following response was received on (B)(4) 2011: it was completed using an ecs 33. There were no adverse consequences to the patient reported. No adverse outcome for the patient. Device is available for evaluation.